Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a coil pusher wire break and vessel dissection occurred. The target vessel was the medial internal thoracic artery (mammary artery). A 2/3mm x 2.3cm vortx diamond interlock coil was selected for an embolization procedure. The coil was advanced through and out the distal end of a microcatheter; however, the coil would not detach. After one hour of manipulating the coil and unsuccessful attempts to resheath and snare the coil, it was decided to use a renegade stc 150cm microcatheter to push up hard against the coil while pulling back on the pusher wire. During this attempt, the pusher wire broke. The coil stayed in place in the target area. The broken part of the pusher wire, including the interlocking arm, remains in the patient. Two coronary stents and post angioplasty were used to control a dissection in the left main due to the procedure. The procedure was not completed due to this event. The patient is in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: only a pusher wire was received for analysis. The pusher wire was kinked indicating a resistance was met during the procedure. The pusher wire was broken and it was visibly confirmed to be coming out of the tfe. The pusher wire was sharp indicating it had been snapped from the procedure. The distal portion of the pusher wire was not returned for analysis (i.e. The ss coil region, the distal and mid solder joints, and the interlocking arm). The proximal tfe was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a coil pusher wire break and vessel dissection occurred. The target vessel was the medial internal thoracic artery (mammary artery). A 2/3mm x 2.3cm vortx diamond interlock coil was selected for an embolization procedure. The coil was advanced through and out the distal end of a microcatheter; however, the coil would not detach. After one hour of manipulating the coil and unsuccessful attempts to resheath and snare the coil, it was decided to use a renegade stc 150cm microcatheter to push up hard against the coil while pulling back on the pusher wire. During this attempt, the pusher wire broke. The coil stayed in place in the target area. The broken part of the pusher wire, including the interlocking arm, remains in the patient. Two coronary stents and post angioplasty were used to control a dissection in the left main due to the procedure. The procedure was not completed due to this event. The patient is in stable condition.